Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "capsular contracture, baker grade unknown. Pain, tightness" and that the implant "sits higher", "puckers weirdly around into the nipple area", "bumps out a little bit", "more narrow and very hard", "tightens throughout the day and very deformed". Healthcare professional confirmed capsular contracture baker grade IV. Device remains implanted.